Manufacturer narrative:
The customer¿s report of intermittent channel errors was confirmed and replicated. The pcu event log shows there were (5) channel disconnects between 2:53am on (B)(6) 2019 and 8:36am on (B)(6) 2019, however it could not be determined whether the disconnects were due to a loss of power or loss of communication since the pump module event log does not contain any information for the event dates. Both the female and male iui¿s were found to be dirty with signs of corrosion and fading gold connectors. Both iui connectors were found to be ~9 years old functional testing replicated the channel disconnects observed in the pcu event log. After the iui¿s were replaced, disconnects were no longer observed. The root cause of the intermittent channel errors was contaminated/corroded pins on both the female and male iui¿s of pump module.

Event description:
It was reported that the staff are experiencing intermittent channel errors in the critical care department. The customer is trying to determine if the errors are related to mismatched software versions as they are currently going through a software upgrade. The customer is requesting an event log review. The customer later stated that their notes stated that the events started around 9:25pm on (B)(6) 2019 and they turned the device off around 0900 on (B)(6) 2019. The customer further stated that it is unknown if there was patient involvement or harm caused to any patient's from the event.

Event description:
It was reported that the staff are experiencing intermittent channel errors in the critical care department. The customer is trying to determine if the errors are related to mismatched software versions as they are currently going through a software upgrade. The customer is requesting an event log review. The customer later stated that their notes stated that the events started around 9:25pm on (B)(6) 2019 and they turned the device off around 0900 on (B)(6) 2019. The customer further stated that it is unknown if there was patient involvement or harm caused to any patient's from the event.

Manufacturer narrative:
Correction to root cause statement on follow up 1: the root cause for the channel disconnect events was identified to be due to contaminated/corroded pins on the pump iui connectors.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided. Devices not received, log review only.

Event description:
It was reported that the staff are experiencing intermittent channel errors. The customer is trying to determine if the errors are related to mismatched software versions as they are currently going through a software upgrade. The customer is requesting an event log review.